Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at about 15 mm from the distal end. The probe had scratches. The crack was widening from the scratched area. There were no scratches or contact marks at the non-insulated area of the grasping section. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. [Inspection] high-frequency output. [Inspection] appearance. Labeling review: the instruction manual contains multiple warnings to the user, and the following description related to this reported event. Therefore, it can be inferred that mishandling of the device may have contributed to the reported event. Conclusion summary: however based on the physical investigation result and review of device history record, the exact cause of the event couldn¿t be exclusively identified. From the physical investigation result and past cases, it is likely the probe broken occurred by the following mechanism: when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic cholecystectomy using the subject device, the probe was broken off into the abdominal cavity. The fragment was retrieved. It was reported that a transducer (td-tb400), an electrosurgical unit (esg-400), and an ultrasonic generator (usg-400) were used for the procedure. The intended procedure was completed with another device. There was no patient injury reported.